Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient had angina and required a target vessel revascularization (tvr). In (B)(6) 2011, the patient presented due to stable angina pectoris (ccs classification ii) and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (prox lad) with 90% stenosis and was 10.0mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilation and placement of a 3.0x12mm promus element stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2011, the patient presented due to angina and was hospitalized for cardiac catheterization. Angiography revealed good patency of the study stent, but there was 80% stenosis before the stent in the prox lad which was treated with balloon angioplasty and placement of a 3.0x18mm non-bsc stent overlapping the study stent with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel.